Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The auxiliary water channel was clogged by an unknown foreign material. The auxiliary water channel was cleaned, and the scope function returned to normal use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the auxiliary water tube (channel) on the evis lucera gastrointestinal videoscope could not deliver water smoothly. The issue was found at reprocessing after use on a patient. The facility had reprocessed the scope correctly per procedure. The diagnostic procedure was completed with a similar device. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported. During the evaluation of the device, it was noted the scope was insufficiently or incorrectly reprocessed. This report is to capture the reportable malfunction of the insufficiently or incorrectly reprocessed scope noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the device not delivering water smoothly was likely from one of the following: channel was clogged because the user used other fluids instead of only sterile water in auxiliary water channel. Due to insufficient rinsing after manual cleaning, detergent remained inside the channel and clogged. The specific root cause of the incorrect reprocessing at the facility could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: nothing other than sterile water should be used for auxiliary water feeding. Feed water in auxiliary water channel during precleaning. Clean external surface of the scope with clean gauze/sponge. Method of feeding/rinsing detergent into auxiliary water channel. Olympus will continue to monitor field performance for this device.